Event description:
It was reported that on (B)(6) 2011, the da vinci si surgical system was used to remove an instrument cable fragment from a patient. The cable fragment is believed to have broken off of a intuitive surgical endowrist instrument used during the patient's da vinci si gynecological procedure previously performed on (B)(6) 2011.

Manufacturer narrative:
On (B)(6) 2011, the fragments removed from the patient were evaluated by isi representatives. It was determined that the fragments were a cable and crimp from the pk dissecting forceps instrument used during the patient's initial da vinci si surgical procedure performed on (B)(6) 2011. The affected instrument was received for evaluation on (B)(6) 2011, prior to the patient's second da vinci si surgical procedure. At the time of receipt, the reported malfunction was a broken cable with no indication of missing components. During evaluation, failure analysis confirmed that the pitch cable was broken at the distal clevis hub, but did not identify the missing section of cable and crimp. As per standard analysis procedures, the instrument was discarded after failure analysis investigation was performed and before the patient became aware that the fragment had fallen into her body. Had the customer reported observation included a reference that "a broken cable had fallen into the patient", instrument analysis would have been expanded to include a detailed inspection of the missing cable location.